Manufacturer narrative:
The product has been received for analysis and analysis is ongoing. The report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up on (B)(6) 2018, the device was showing premature battery depletion. On (B)(6) 2019, the device was in ert (elective replacement time). There were no changes in pacing percentages, threshold values, or any other measurements. The device was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (ert) earlier than previously estimated.

Event description:
It was reported during a routine follow-up on (B)(6) 2018, the device was showing premature battery depletion. On (B)(6) 2019, the device was in ert (elective replacement time). There were no changes in pacing percentages, threshold values, or any other measurements. The device was explanted and replaced on (B)(6) 2019.